Event description:
This report was received from global pharmacovigilance (gpv). This is a solicited report by a nurse in (B)(6) of fungal peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2012, dianeal therapy was withdrawn and the patient was switched from pd therapy to hemodialysis (hd) therapy. On (B)(6) 2012, the patient was hospitalized for generalized abdominal pain. On (B)(6) 2012, the patient was treated with micafungin (100mg, IV, everyday). On (B)(6) 2012, the patient's pd catheter was removed and a temporary hd catheter was placed. On (B)(6) 2012, hd therapy was initiated. The cause of the peritonitis was unknown. On (B)(6) 2012, micafungin therapy was withdrawn and the patient was treated with oral fluconazole (100mg, everyday, ongoing). On (B)(6) 2012, a permacath for hd was placed. At the time of this report, the patient remained hospitalized. This peritonitis event was ongoing and unchanged.

Manufacturer narrative:
(B)(4). This is report 1 of 1 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.